Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Man. Report number 1627487-2019-11202. It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein an additional lead was implanted to improve coverage.